Event description:
A diamondback 360 exchangeable peripheral orbital atherectomy device (oad) was used for treatment of a heavily calcified lesion in the common femoral artery (cfa)/superficial femoral artery (sfa) bifurcation via femoral up-and-over approach. The iliac bifurcation was steep, and the oad crown could not be advanced to the other side. Pulling back the sheath and advancing the crown and the sheath at the same time resolved the issue. The treatment was completed. During crown removal over the wire from the right iliac, the crown detached. A snare catheter was used to retrieve the detached crown. There were no further complications to the patient. In the opinion of the physician, crown damage might have occurred while attempting to advance the crown up and over the iliac bifurcation. The patient was stable.

Manufacturer narrative:
The diamondback 360 exchangeable peripheral orbital atherectomy device (oad) was returned with a driveshaft fracture at the distal side of the crown. The distal fractured section was returned engaged over a viperwire advance coronary guide wire with flex tip. The use of a coronary guide wire with a peripheral oad is inconsistent with the diamondback 360 exchangeable peripheral orbital atherectomy system instructions for use (IFU) manual. Diagnostic analysis identified stall and bog events during the procedure, however, it could not be confirmed if these events are related to the driveshaft fracturing. Scanning electron microscopy analysis of the fractured filar faces identified fatigue striations, indicating that the failure occurred while spinning in a high-stress environment, though, the exact root cause of the fracture was unable to be determined.the exchangeable oad IFU states "only use the approved csi viperwire advance 0.014-inch (0.3556 mm) × 335-cm guide wires for 75cm and 145 cm length csi crown and shaft configurations. Only use the approved csi viperwire advance 0.014-inch (0.3556 mm) x 475 cm guide wires for 180 cm and 200 cm length csi crown and shaft configurations. See table 5 and table 6 for the appropriate guide wire to use based on the oad shaft configuration. Follow csi's instructions related to guide wire use."the device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements.csi ID: 14176